Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the light blue main body was broken/cracked. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the light blue side (main body) of a minicap extended life pd transfer set. This was identified during use of the device for peritoneal dialysis therapy. The transfer set had been in use for 150 days. There was no patient injury or medical intervention associated with this event. No additional information is available.